Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had no power and there was damage to the battery compartment. Additionally, the reporter noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: the black box dates were from (B)(6) 2015 to (B)(6) 2015. A review of the black box showed no evidence of a ¿no power¿ event. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump powered on with the test battery cap and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no power issues occurring. The allegation of no power could not be confirmed or duplicated on investigation. The allegation of damage to the battery compartment was confirmed during investigation. Visual inspection revealed multiple cracks to the battery compartment. Leak testing showed a leak at the battery compartment cracks. Unrelated to the original complaint, investigation revealed that the display was dim and discolored, and that there was evidence of moisture contamination on the pump¿s continuous glucose monitor board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.